Manufacturer narrative:
The subject device has not returned to omsc but was returned to the service department of olympus europe (B)(4) for evaluation. The service department of oekg checked the subject device with following the specification. The subject device was tested and duplicated the reported phenomenon. It was confirmed that the image of the subject device was not displayed due to the camera cable failure of the subject device when the subject device was connected to the video processor. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found the image of the subject device was not displayed during the preparation for use. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of the service department of olympus europe se & co. Kg (oekg), omsc determined there was the possibility this phenomenon was attributed to the camera cable break of the subject device due to a load on the camera cable as it was used. If additional information becomes available, this report will be supplemented.